Manufacturer narrative:
The event of "autoimmune disorders" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: autoimmune disorders.

Event description:
Patient reported "asia syndrome" and "muscle contracture derived from breast implant". Healthcare professional reported "asia syndrome", ¿bii¿, "capsular contracture baker grade ii" diagnosed via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2025. Clarification to d6a implant date: partial date 2016. Correction to h6 adverse event problem from initial medwatch: abbvie medical safety determined e0401 - autoimmune disorder is not device-related. This code will be un-reported. Reason for reoperation: "inner silicone gel touched the patient" additional, changed, and/or corrected data: b1, b5, h6, h11.

Event description:
Patient reported left side "muscle contracture derived from breast implant". Healthcare professional reported left side capsular contracture baker grade ii, "breast cyst", and indicated the inner silicone gel touched the patient. Patient and healthcare professional also reported the following events, which are all not device-related: "joint and muscle pain", "chronic fatigue", "concentration and memory problems", "rash", "hair loss", "frequent skin rashes", "respiratory problems", "chronically dry mouth and eyes", "depression", "anxiety and insomnia", "gastrointestinal and digestive problems", "asia syndrome", and "bii". Device remains implanted.